Event description:
The pt presented to the emergency room the day after a colonoscopy procedure. When the pt was x-rayed, it was noted that there was a perforation of the colon. The perforation was not repaired but the pt was admitted to the hosp and treated with antibiotics. The endoscopist stated that surgery may not be required for repair of the perforation since the pt has been improving. The endoscopist further reported that the pt had diverticulosis and the perforation could be at the site of the polypectomy or diverticula. The endoscopist cannot determine the exact site of the perforation.